Event description:
On march 23rd, 1992 during an open reduction of an ankle, two drill bits (cannulated drill bit 2.7mm) broke off while the orthopedic surgeon was attempting to drill into a bone. The drill bits broke off at the ends. Both tips were tetreived immediately. The patient was discharged home with instructions in stable conditiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.